Event description:
Customer reported, nurse saw secondary flow up into the primary drip chamber; reported that this was not the first secondary that was added to the line, and was certain that none of the previous doses exhibited this behavior. Nurse thinks that the failure developed after the set had been in use for at least a day. No pt harm occurred. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary flowed into primary was confirmed through functional testing. The sample was sent to the valve supplier where testing results identified the cause of the valve failure to be due to a clear particle located between the housing sealing area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as polypropylene impact copolymer; the source of this material was not determined. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build of this set model# for the failure mode reported.